Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from an unspecified location. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection revealed a series of punctures which penetrated the front and back sides of the bag. Functional testing revealed leakage from the front and back eva lay-flat portions of the bag, due to the puncture holes. The reported condition was verified. The cause of the issue could not be determined; however, the issue was possibly due to improper handling as undue force or pressure was applied to product pressing the fill tube clamp (in the open position) into the folded eva lay flat of bag, causing punctures on both the front and back of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.